Event description:
Procedure: lap cholecystectomy. Pt sex: unk. Reportedly, at the end of the case the distal part of the sleeve broke off into the pt. Part of the sleeve was not retrieved. X-rays were taken and the piece was not located. However, the facility reported that there was no injury to the pt.